Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pre-syncopal episode. The caller asked if there is a reason why a lead with a new implantable pulse generator (ipg) would cause this. It was noted that the ventricular lead was capturing. The caller was advised to try different positions to see if capture is affected. The system remains in use. No further patient complications have been reported as a result of this event.